Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was complaining of spasms around the device. It was suspected due to the device rubbing up against a nerve or muscle. The device remains in use. No patient complications have been reported as a result of this event.